Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error, which was reproduced as under infusions, testing out of specifications (-10.291%). The device investigation found the pressure plate travels to be out of specification which caused the pump to under infuse. The device was calibrated to ensure proper flow rate accuracy.

Event description:
During baxter's functionality testing of a spectrum pump, it failed to deliver the programmed amount as an under infusion. There was no patient involvement.